Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for critical pump error. Customer states that they saw red x on display. Customer¿s blood glucose was 9.4mmol/l at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit received with blank display due to moisture damage on all electronic assemblies. Unable to verify critical pump error due to blank display. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Unit received with corroded battery tube, corroded force sensor assembly and moisture damage on motor assembly.